Event description:
It was reported that the patient was not getting pain relief on her left side. The patient felt stimulation in her stomach, left knee, breast and hip areas. The patient stated it "felt like I was having convulsions." The patient requested further programming. Additional information received reported the patient was seen and had a lead replacement. The lead was found to be fractured. The patient was seen post-operatively and was doing very well.

Manufacturer narrative:
Patient programmer model 37743, (B)(4), implanted: na, explanted: na, recharger model 37752, (B)(4), implanted: na, explanted: na, lead model 3777, (B)(4), implanted: 2011 (B)(6), explanted: unk, lead model 3777, (B)(4), implanted: 2011 (B)(6), explanted: unk.